Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was to be implanted to the bile duct to treat a stricture caused by cancer during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. The anatomy of the patient was tortuous but was not dilated prior to stent placement. Patient had elevated liver function. During the procedure, a stent deployment problem occurred. The device was removed using snares. The procedure was completed using another of the same device. There was no patient complications reported, and the patient has fully recovered.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the use of additional device to remove the stent.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was to be implanted to the bile duct to treat a stricture caused by cancer during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) , 2026. The anatomy of the patient was tortuous but was not dilated prior to stent placement. Patient had elevated liver function. During the procedure, a stent deployment problem occurred. The device was removed using snares. The procedure was completed using another of the same device. There was no patient complications reported, and the patient has fully recovered. ***additional information received on february 19, 2026*** the procedure performed did not cause the elevated liver function seen in the patient.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the use of additional device to remove the stent. Block b5 and block h6 patient codes has been updated based on the additional information that was received on february 19, 2026. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of stent positioning issue. The device was not returned for analysis as it was contaminated; therefore, a technical analysis could not be performed. However, stent positioning issue is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the device was not returned for analysis as it was contaminated; therefore, a technical analysis could not be performed. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent positioning issue is noted within the instructions for use (IFU) as a known possible adverse event related to the use of the device. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.